Manufacturer narrative:
It was reported that the device will be returned for investigation, but to date has not been received. A follow up report will be submitted with further information.

Event description:
Arthrocare was notified on (B)(6) 2011 of a clinical incident involving a speedscrew 5.5 mm knotless fixation device. During an arthroscopic rotator cuff repair performed on (B)(6) 2010, the implant reportedly failed to detach from the inserter handle resulting in a delay of approximately 30 minutes. The surgeon converted form an arthroscopic method to a mini-open procedure to complete the surgery. There was no reported pt injury or complications.